Event description:
It was reported that during a laparoscopic hysterectomy procedure, alert message on screen "replace instrument". Another like device was used to complete the procedure. Delay of ten minutes. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received the upper jaw bent at the proximal side. Inspection under magnification revealed that the heat shrink had been damaged by the bent jaw, this caused a short. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.